Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient's mother did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint sensor was not returned to dexcom. The pediatric share receiver device (part number str-pr-pnk/serial number (B)(4)/lot number 5197968), being used with the complaint sensor, was returned on (B)(4) 2015. The returned pediatric share receiver was visually inspected and no defect was found. Functional testing was performed and the and there was no failure detected. A review of the diagnostic chart observed inaccuracies; therefore; the reported event of inaccurate blood glucose values was confirmed. A definitive root cause could not be determined.